Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented and the customer complaint cannot be confirmed without the product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of the bullets became detached from the suture. They were able to complete the case using another of the same suture.